Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the front right electrode. The irritation is described as red and itchy. The patient did not have a history of sensitive skin but does have eczema. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a medication by a physician. Follow up indicated that the irritation is getting better.